Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05904, 1627487-2023-04445, 1627487-2023-04446. It was reported patient experienced a painful burning pain at the peripheral and thoracic ipg sites. Patient received pain injections which only helped temporarily. X-rays showed the peripheral ipg had flipped in the pocket. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section e1 - physician name corrected the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related.